Manufacturer narrative:
The device evaluation is in progress, a follow up report will be sent upon completion of the device evaluation.

Manufacturer narrative:
The product identity was confirmed in the evaluation. The manufacturing history was reviewed and no non-conformances were identified for this lot. Visual examination shows signs of normal wear and a broken tip; therefore, the complaint is confirmed. The most likely cause of the complaint was determined to be excessive force on the tip of the forceps. The instructions for use for this product state in the section titled warnings and precautions: avoid undue stress or strain when handling or cleaning instruments. The non-conformance database was reviewed and there are no non-conformances associated with this lot of parts.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported a forcep broke at the tip during a sternal procedure. There were no parts embedded in the patient; the tip was picked up and another pair of forceps were used to complete the procedure with a delay of less than three minutes. There was no injury to the patient as a result.